Event description:
A pt ((B)(6)) was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2011, the pt was injected with 2.0 ml coaptite, lot 1018987. On (B)(6) 2011, the pt was also injected with 2.0 ml coaptite, lot 1022822 (1 syringe) and lot 1022922 (1 syringe). On (B)(6) 2011, the pt developed urinary retention diagnosed by a bladder scan. The pt was treated with foley catheterization on (B)(6) 2011 and recovered on (B)(6) 2011. Per physician, the event was of mild severity and definitely related to coaptite. On (B)(6) 2011, the pt developed urinary retention diagnosed by a bladder scan. The pt was treated with foley catheterization on (B)(6) 2011 and recovered on (B)(6) 2011. Per physician, the event was of mild severity and definitely related to coaptite. On (B)(6) 2011, the pt developed urinary retention per pt's report. The pt was treated with foley catheterization on (B)(6) 2011 and recovered on (B)(6) 2011. Per physician, the event was of mild severity and possibly related to coaptite. On (B)(6) 2011, the pt developed foul smelling urine diagnosed by a urinalysis. The pt was treated with ciprofloxacin on (B)(6) 2011, dose, frequency and duration were not reported, and recovered on (B)(6) 2011. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2011, the pt developed urinary tract infection diagnosed by urinalysis. The pt was treated with macrobid on (B)(6) 2011, dose, frequency and duration were not reported, and recovered on (B)(6) 2011. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2011, the pt developed urinary tract infection diagnosed by urinalysis. The pt was treated with ciprofloxacin on (B)(6) 2011, dose, frequency and duration were not reported, and recovered on (B)(6) 2012. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2012, the pt developed urinary tract infection diagnosed by urinalysis. The pt was treated with augmentin/keflex on (B)(6) 2012 ((B)(6) 2012-(B)(6) 2012), dose and frequency were not reported, and recovered on (B)(6) 2012. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2012, the pt developed urinary tract infection diagnosed by urinalysis. The pt was treated with ciprofloxacin/keflex on (B)(6) 2012 ((B)(6) 2012 - (B)(6) 2012), dose and frequency were not reported, and recovered on (B)(6) 2012. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2012, the pt developed urinary tract infection diagnosed by urinalysis. The pt was treated with ciprofloxacin on (B)(6) 2012, dose, frequency and duration were not reported, and recovered on (B)(6) 2012. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2012, the pt developed yeast infection as reported by pt. The pt was treated with rapaflo on (B)(6) 2012 and flomax ((B)(6) 2013-(B)(6) 2013) and recovered on (B)(6) 2013. Per physician, the event was of mild severity and definitely not related to coaptite. On (B)(6) 2012, the pt developed yeast infection reported by pt. The pt was treated with terazol 7 on (B)(6) 2012; dose, frequency and duration were not reported and recovered on (B)(6) 2013. Per physician, the event was of mild severity and definitely not related to coaptite.

Manufacturer narrative:
Add'l lots used: 102282 (expiration date 12/2013, manufactured on 12/2010) and 1022922 (expiration date 12/2013, manufactured on 12/2010). The device history records for all three lots were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.

Manufacturer narrative:
This MDR is a follow up report to include the adverse event of hematuria that occurred on (B)(6) 2013 and resolved on (B)(6) 2013. Device not returned to the manufacturer.

Event description:
A patient ((B)(6)) was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2013 the patient reported hematuria that was treated on (B)(6) 2013 with ciprofloxacin 500mg. As of (B)(6) 2013 the event had resolved.